Event description:
As stated by the customer on (B)(6) 2010: "alenti with pt fell over." (B)(4).

Manufacturer narrative:
We are reporting according to exemption no (B)(4). Incidents involving medical devices manufactured by arjo hospital equipment (B)(4) will be reported by us, the legal manufacturer, arjo hospital equipment (B)(4) on behalf of our sales and distribution company in the (B)(4), arjo inc, (B)(4). Additional information will be provided upon conclusion of the manufacturer's investigation.